Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that there were high impedances observed on both unipolar and bipolar pairs. Interrogation of stimulator(s): battery:2.95v % use: 100 lstn configuration 1+/2- amplitude: 2.1 pulse width: 90 frequency: 130 changes: adjusted home programmer patient programmer: 1.5-2.5v electrode impedance: mild elevations: c/0: 2347; c/1: 2257; c/2: 2852; c/3: 3419; 0/1: 4102; 0/2: 4964; 0/3: 5494; 1/3: 5411; 2/3: 6539 therapy impedance: 2851 ohm; 0.7ma rstn configuration 9+/10- amplitude: 2.9 pulse width: 90 frequency: 130 changes: adjusted home programmer patient programmer: 2.3-3.3v electrode impedance: borderline elevations: c/8: 2476; c/9: 2547; c/10: c/11: 3520; 8/9: 4161; 8/10: 4471; 8/11: 5536; 9/10: 4527; 9/11: 5803; 10/11: 5711 therapy impedance: 2110 ohm, 1.4ma. There were no further complications reported.

Event description:
Additional information was received: it was reported that the impedances were ran with the tablet. The rep said it happened frequently as the tablet stopped evaluating impedances once the programmed settings cleared and didn't allow to run the impedances at higher voltages as the 8840 did. It was thought by the hcp that the impedances would clear at 1.5v or 3.0v, and the issue would be fixed in the next update in (B)(6) 2019. No interventions were done as they didn't impact the direct settings. The impedances weren't measured with the 8840. There were no further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the impedances were spoken about with the rep. They had been consistently showing up on the new tablet and it was understood that the new tablet doesn't read at 3v the way the other system does. They had not been calling them abnormal and happened on almost every patient. They had been watching the numbers to monitor for any significant changes. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the impedances were ran with the tablet. The rep said it happened frequently as the tablet stopped evaluating impedances once the programmed settings cleared and didn¿t allow to run the impedances at higher voltages as the 8840 did. The rep thought the impedances would¿ve cleared at 1.5v or 3.0v. No interventions were done as they didn¿t impact the direct settings. The impedances were never measured with the 8840. There were no further complications reported.